Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker, the right atrial (ra) and the right ventricular (rv) leads had unspecified anomaly. The pacemaker was explanted while the ra and rv leads remained implanted. The condition of the patient is unknown.